Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 21-aug-2017. Product investigation is in progress.

Event description:
Brush head stopped rotating [device physical property issue] head came away from the stem - oral-b brushhead [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he changed his oral-b brushhead, version unknown on (B)(6) 2017 and it had stopped rotating on (B)(6) 2017. He stated that he also had a problem with the previous one that was installed, with that one the head came away from the stem of the brush head. He still had two toothbrush heads in the pack. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 08-aug-2017 received consumer's follow-up e-mail: the consumer reported that he changed his toothbrush monthly, and it had not been dropped. The consumer stated that the brush head was still available, and the oral-b logo did not rub off. No further information was provided.

Manufacturer narrative:
19-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 21-aug-2017. Product return was received and identified as a precision clean type of refill. Investigation results showed that complaint was caused by a breakage of a refill component due to an effect of force along with a manufacturing failure.

Event description:
Report source: non-event spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he changed his oral-b brushhead, version unknown on (B)(6)2017 and it had stopped rotating on (B)(6) 2017. He stated that he also had a problem with the previous one that was installed, with that one the head came away from the stem of the brush head. He still had two toothbrush heads in the pack. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 08-aug-2017 received consumer's follow-up e-mail: the consumer reported that he changed his toothbrush monthly, and it had not been dropped. The consumer stated that the brush head was still available, and the oral-b logo did not rub off. No further information was provided.